Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A DHR review has been requested.

Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during surgery, resection of the mandible, the tip of the forceps broke off. The forceps was used for holding the bone together.

Event description:
This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates the investigation shows that the tip is broken off. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. The view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. Considering all relevant findings, we suppose that the reduction forceps broke due to a mechanical overloading situation while use. The manufacturing documents were reviewed and no discrepancies to the specifications were found. No product fault could be detected. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.